Manufacturer narrative:
(B)(4). The incident unit was received and investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that when activating the covidien forcetriad generator's cut mode using a monopolar footswitch, the unit's bipolar mode was also found to be activating.